Event description:
It was reported that balloon burst occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, during the dilation process using an inflator, the balloon ruptured, resulting in leakage of contrast medium. The balloon was subsequently removed, and an additional attempt at dilation with the same device was unsuccessful, as balloon inflation could not be achieved. It was determined that the procedure could not be completed using the initial device. The device was then replaced with another of the same specification, and the procedure was successfully completed. No patient complications were reported as a result of this event.